Event description:
Healthcare professional reported an "MRI that suggested capsular contracture" baker grade unknown, cysts, and "pain was worsening with signs of grade three capsular contracture". The device status remains unknown. This relates to the right side record.

Manufacturer narrative:
Continued initial reporter phone number(s): (B)(6) the event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason for reoperation is: "developed capsular contracture" baker grade three.